Manufacturer narrative:
H6: type of investigation: 10 investigation findings: 213 h10: the device for pe 21-48 was returned and evaulated under pe 21-50. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. The device had not failed at the time of removal. The core remained between the endplates and the sheath was intact. Both in vivo and in vitro damage were observed on the fiber construct and core. With limited clinical and radiographic information, it was not possible to determine the sequelae of events that led to the removal of this device. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Manufacturer narrative:
Additional information and the return of the device has been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Event description:
It was reported that an m6-c was removed. Osteolysis was reported. There was no device malfunction or deterioration reported.